Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by yellowish fluid. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with injection of vancomycin (2 gm for five days, ongoing) and injection of tobramycin (40 mg daily, ongoing) for peritonitis. On an unknown date, the patient passed away. The cause of death was reported as peritonitis. It was not reported if an autopsy was performed. Pd therapy was ongoing prior to and at the time of death. No additional information is available.